Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, while at work, the patient's cgm showed 127 mg/dl. The patient as experiencing excessive thirst, nausea, lightheadedness and weakness. The patient did not check a finger stick reading at that time. The patient left work early and drove herself to the hospital. At the hospital a bg was checked and it was 998 mg/dl while the cgm was 127 mg/l. The patient received their daily blood pressure medication, magneisum, potassium and an insulin drip. The patient was in the hospital for seven days. Prior to discharge, the patient's blood glucose was 228 mg/dl and the 210 mg/dl on the cgm. At the time of the report, the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken upon arrival at the hospital. No additional patient or event information is available.